Event description:
It was reported that the caller stated the lead changed polarity. It was in bipolar with lead monitor on monitor only, and at the time of the next check it was in unipolar. It was subsequently reported that the lead also had low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the caller stated the lead changed polarity. It was in bipolar with lead monitor on monitor only, and at the time of the next check it was in unipolar. It was subsequently reported that the lead also had low impedance. It was further reported that the lead was capped due to atrial oversensing and atrial lead monitor warnings. No patient complications have been reported as a result of this event.